Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed since the lead was cut in the field and only the proximal portion was returned. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient had two episodes due to noise. The lead was capped and replaced. A portion of the lead was returned.